Event description:
A consumer reported that consumer's parent, with a history of alzheimer's disease, mistakenly ingested 1/2 tablet of efferdent anti-bacterial denture cleanser (potassium monopersulfate, na perborate monohydrate) dissolved in water once in dec 2000. After the ingestion, the pt felt sick in the stomach and became sleepy. Pt was taken to the ER and was subsequently admitted to the hosp for observation and testing. Both adverse events resolved that same day without treatment. Upon admission, an x-ray was performed which revealed a pelvic fracture. Upto 3 days later the consumer was still hospitalized for the fracture.